Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the software on the imaging system was corrupt. To resolve the reported issue, the software was reinstalled. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the site left their imaging system on over the weekend. When starting up the system, the pendant would not scroll. No additional information was provided. There was no patient present when this issue was identified.